Manufacturer narrative:
The customer ran a patient sample on an immulite 2000 and advia centaur instrument and is comparing the results to a non-siemens platform. Siemens reviewed the instrument data and confirmed that the advia centaur tsh assay uses different antibodies than the immulite 2000 third gen tsh assay, and this is not a product problem. Siemens has performed a follow-up, and the customer agrees with siemens conclusion. The customer did not require further assistance, and no further evaluation of the device is required. The instrument is performing according to specifications.

Event description:
The customer obtained a third generation tsh result of <0.04 mu/l on an immulite 2000 instrument. The customer claims the result is discordant when compared to a non-siemens platform. It is unknown if the customer reported the <0.04 mu/l to the physician(s). No repeat testing was performed on the immulite 2000. There are no reports of patient intervention or adverse health consequences due to the alleged discordant third generation tsh result.